Manufacturer narrative:
Based on the received information from the field, a device failure seems likely, however to confirm its origin an investigation on the explanted device would be necessary. So far no update has been given on further steps, despite requested.

Event description:
Patient was not responding to sound with the device since (B)(6) 2017. Family reports no incident of accident or trauma and no changes in patient_s health. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient was not responding to sound with the device since (B)(6) 2017. Family reports no incident of accident or trauma and no changes in recipient_s health. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was not responding to sound with the device since (B)(6) 2017. Family reports no incident of accident or trauma and no changes in patient's health.